Event description:
Surgeon not satisfied with visual evaluation of anastomosis and consequently redid anastomosis using hand-sewn technique. Pt in ICU apparently since procedure date. Surgeon stated that device could have been a contributing factor in current pt condition.